Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm that the device inappropriately loss power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered on and then powered off by itself. In this state, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A biomedical engineer for the hospital evaluated their device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered on and then powered off by itself. In this state, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.